Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with customer over-the-phone to address the reported event. The customer found a leak at the line filter tubing, which was too loose. The suspected hbe appeared as a bump on the ao peak and triggered the hbe flag to appear. The issue was most likely caused by air in the system. Fse had the customer tighten the tubing, run quality controls (qc) and whole blood primers. The customer reported that all results were within range and no hbe was suspected. The g8 instrument functions as intended and the chromatogram showed results. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed from (B)(6) 2016 through aware date (B)(6) 2018. There were no other complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, and section 6.4-abnormal chromatograms states that chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. The most likely cause of the reported event is due to introduction of air in the loose filter tubing.

Event description:
On (B)(6) 2018, customer reported not getting results on quality controls (qc) and suspect hbe flag on the chromatogram on the g8 instrument. Field service engineer (fse) was dispatched to address the reported issue, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.